Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator. Information was provided to update patient records. It was also reported that the patient had pain above the implant and around the electrodes to the patient's ribs starting 3 days ago. Each time when the patient first will turn stimulation on, it is really intense and the patient will feel a jolt sensation. The patient reported 2 falls last year in 2015 but they had not had a fall recently. Shocking and stimulation in an undesired location were reported. The patient stated that in regards to this issue they "took it easy" and called their health care professional (hcp). They went to the emergency room on (B)(6) 2016 and had an appointment on (B)(6) 2016 with their neurosurgeon. It was reported that the pain above the implant, around the implant, and in their ribs had not resolved. There was some stinging and burning around the electrode. It was reported that the numbness in their arm and hands varied. It was reported that the pain was not as bad. The jolting sensation when they turned on stimulation had resolved to some degree as the patient had been regulating the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.